Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of a pseudoaneurysm at the arch aorta using gore® tag® conformable thoracic stent graft with active control system. The device was attempted to deploy at the right below of the distal edge of the left subclavian artery origin but the partial uncovered stent unintentionally covered the left subclavian artery approximately half. The slow flow was observed on the angiography imaging, an additional bare metal stent was placed at the left subclavian artery to save the blood flow. The patient tolerated the procedure.